Manufacturer narrative:
Analysis was unable to prime the unit during the prime test due to a faulty force sensor resistor. The unit passed the basic occlusion test and displacement test. There was no motor error alarm. The motor was tested outside of the device and passed. The unit was received with a missing end cap sticker, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window. (B)(4).

Event description:
The customer's father called in to report that the device was receiving a motor error alarm during bolus. The customer's blood glucose level was unknown. The customer was able to complete the rewind sequence. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.